Manufacturer narrative:
The exact catalog number and lot number are not known. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported in the legal brief, the patient received a trapease vena cava filter which subsequently malfunctioned and caused injury, damage, including but not limited to perforation of all filter struts beyond the wall of the vena cava.

Manufacturer narrative:
As reported, the patient received a trapease vena cava filter. The indication for the filter placement was not reported. The filter is reported to have subsequently malfunctioned and caused injury, damage, including but not limited to perforation of all filter struts beyond the wall of the vena cava. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the inferior vena cava (ivc) for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The patient is reported to have had a perforation of the ivc; though this could not be confirmed without procedural films for review. A clinical conclusion could not be determined as to the cause of the event. A review of the instructions for use (IFU) notes vessel damage such as intimal tears and perforation as procedural complications related to ivc filters. Given the limited information available for review, there is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
The exact event date is not known. Section b5: the following additional information received per the medical records indicate that the patient underwent placement of the inferior vena cava (ivc) filter due having a history of morbid obesity with chronic venous insufficiency. The patient also had a previous port in place. During implantation of the filter via the common femoral vein, the trapease filter was fired, which lodged vertically, just below the right renal vein. Then, attention was turned to the port which was studied by contrast study. Approximately on or about ten years and eleven months post implantation of the filter, the patient underwent a CT scan. The CT scan report states that configuration of the ivc filter appears to represent either an optease or trapease filter. The filter is positioned in the infrarenal ivc at the l2-l3 through l3-l4 level. There is an anterior tilt of approximately six degrees and a five degrees horizontal tilt to the left. The base of the ivc filter approaches the right lateral wall of the ivc. All of the ivc filter struts extend beyond the ivc wall. The strut at the two o¿clock position contacts the outer surface of the calcified plaque of the abdominal aorta. The strut at the four o¿clock position contacts the anterior inferior portion of the l3 vertebral body. No strut fracture is seen. There is moderate atherosclerotic calcified plaque in the abdominal aorta. The report also shows hepatic steatosis, prior cholecystectomy, partially exophytic 1.2cm left renal cyst, small hiatal hernia, prior gastric bypass surgery, osteopenia, and degenerative changes of the spine. According to the information received in the patient profile from (ppf), approximately on or about eleven years and one-month post implantation of the ivc filter the patient became aware of the alleged events and reports to have perforation of filter struts outside the ivc, and a tilted filter. The patient also states to suffer from pain due to the tilt and perforation of the vena cava from the ivc filter. A review of the manufacturing documentation associated with lot r0407349 presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
As reported, the patient received a trapease vena cava filter which malfunctioned and caused injury, damage, including but not limited to perforation of all filter struts beyond the wall of the vena cava. Per the medical records, the indication for the inferior vena cava (ivc) filter was history of morbid obesity with chronic venous insufficiency and a previous port in place. During implantation, the filter was fired, and lodged vertically, just below the right renal vein. Approximately 11 years post implantation of the filter, a CT scan indicates the filter is positioned in the infrarenal ivc at the l2-l3 through l3-l4 level. There is an anterior tilt of approximately six degrees and a five degrees horizontal tilt to the left. The base of the ivc filter approaches the right lateral wall of the ivc. All of the ivc filter struts extend beyond the ivc wall. The strut at the two o¿clock position contacts the outer surface of the calcified plaque of the abdominal aorta. The strut at the four o¿clock position contacts the anterior inferior portion of the l3 vertebral body. No strut fracture is seen. There is moderate atherosclerotic calcified plaque in the abdominal aorta. The report also shows hepatic steatosis, prior cholecystectomy, partially exophytic 1.2cm left renal cyst, small hiatal hernia, prior gastric bypass surgery, osteopenia, and degenerative changes of the spine. Per the patient profile from (ppf), the patient reports perforation of filter struts outside the ivc, and a tilted filter. The patient also reports pain. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the filter tilt reported could not be confirmed. Additionally, the timing and mechanism of the filter tilt is unknown. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. It was reported that there was perforation of the ivc; however, a clinical conclusion could not be determined as to the cause of the event. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Ivc perforation from removable filters is relatively common, and directly related to how long the filter has been in place. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. Pain does not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.